Manufacturer narrative:
The unit was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of corrosion were noted at the lcd assembly per visual inspection. The unit was received with a cracked case at the display window corners and a minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.